Event description:
In 2009, the pt reported that his infusion site sometimes falls out during the night with his "tossing and turning." He stated that he will discover this either in the middle of the night or in the morning, and this causes elevated blood glucose. He stated that during the most recent incident, his blood glucose elevated to 200 mg/dl and he changed the infusion site and bolused to lower his blood glucose. His normal blood glucose range is 70-140 mg/dl. He was sent complimentary adhesive dressings. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged products were discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.